Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found in the lead body. Approximately 42 cm distal to the is4 connector pin the lead body was found squeezed and deformed. In this region the wires of the conductor coil were found fractured, which is assumed to be the root cause of the clinical observations mentioned in the complaint description. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 42 months, it was reported that the lead was extracted due to oversensing in the ventricle channel.